Event description:
Patient was referred for right atrial lead placement for purpose of improved svt discrimination for inappropriate ICD shocks for svt and generator upgrade because of elective replacement indicator. This device is being reported based on reaching eri < 5 years after implant.